Event description:
Information received with return of the device notes that during programming of the device prior to an implant, dashe (---) were noted for multiple parameters. When the device was programmed, the values were confirmed but when the device was interrogated, those values were different. Programming the device to return to standard resolved the problem but the physician elected not to use the device.